Event description:
It was reported by the customer that the surgeon just reported that a patient has metal shards in the area where the wire was inserted and their surgery was approximately a year ago; the area surrounding the wire insertion site is "tattooed" by metal shards. No further treatment was given to this patient. It was reported that the doctor regularly uses bacitracin ointment following these types of procedures.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event; the handpiece performed within specifications. Preventative maintenance was performed on the handpiece, and then returned to the customer. The reported event most likely stems from the k-wire that is used.